Event description:
It was reported that there was no lv (left ventricular) capture tip to ring. The lv lead was then programmed ring to coil and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2011; 5076-45 lead, implanted: (B)(6) 2011. (B)(4).